Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a false negative result. Eua#(B)(4). The following has been provided by the initial reporter: my daughter took this test and it showed a negative result. It was very difficult to have the app read it because it is extremely sensitive as to what light is required to read the results. An hour later, my daughter was tested at a pharmacy and she was positive. That was also a rapid test. I question the accuracy of this test kit.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer tested negative¿ with the bd veritor at home covid-19 test (material # 256094), batch number unknown; ¿an hour later, was tested at a pharmacy and was positive¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false negative was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a false negative result. Eua#(B)(4). The following has been provided by the initial reporter: my daughter took this test and it showed a negative result. It was very difficult to have the app read it because it is extremely sensitive as to what light is required to read the results. An hour later, my daughter was tested at a pharmacy and she was positive. That was also a rapid test. I question the accuracy of this test kit.